Event description:
Saddle came out of screw. No patient injury. Added 30 minutes to or time removing and replacing the screw.

Manufacturer narrative:
Upon receipt, device will be returned to manufacturer for evaluation.